Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with leaflet calcification, the valve was deployed in the aortic position at a depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Moderate paravalvular leak (pvl) was reported. A post-implant balloon aortic valvuloplasty (bav) was performed using a 26 mm non-medtronic (zmed) balloon. Upon inflation of the balloon, premature ventricular contractions (pvcs) occurred along with a loss of capture on the temporary pacing. The balloon dislodged the valve aortically and out of the ncc. A second trans catheter valve was implanted successfully. No additional adverse patient effects were reported.